Event description:
Provider initially called in on (B)(6) 2015 to avise an issue with the right motor and wanted to have the left motor replaced so both were replaced at the same time. Provider set both motor in and upon our returns department evaluating the left motor they found that it was not working properly. No additional information provided.